Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the actual reservoir volume (arv) and expected reservoir volume (erv) values from the last 6 refills was not available. It was reported action was taken or planned to be taken to resolve the motor stalls and volume discrepancies, but the action was not specified. Additional information was received. It was reported the pump was explanted and would be returned for analysis, however, it was also reported the pump was not explanted, the patient was being monitored, and no action was taken. Clarification has been requested. The patient was receiving baclofen (2,000.0 mcg/ml at 739.7 mcg/day). Pump logs were received. Motor stall occurred on (B)(6) 2019 at 07:14 with a recovery at 07:19, and stalled again on (B)(6) 2019 at 10:07 with a recovery at 10:12.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported a patient went to the hospital for a refill. The hcp saw in the logs that the pump had two motor stalls ((B)(6) 2019) that were recovered within 5 minutes. It was also reported that at the last 6 refills a volume discrepancy of 3 ml was noted. Additionally, the elective replacement indicator (eri) was in 3 to 4 months. The hcp wanted to perform a roller study, but technical services advised him against it as the motor stall had recovered. Technical services asked for possible reasons for a motor stall (surgery, electromagnetic interference (emi), etc.) But the hcp could not give any specific reason. The patient had no symptom return. It was stated the hcp may decide to explant the pump prior to eri if they would like to. The pump was still in use. Further complications were not reported.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. Fdm updated. Fdr updated. Fdc updated. If information is provided in the future, a supplemental report will be issued.